Event description:
It was reported that the level sensor alarm cable was broken. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed via pictures. The cable to the sensor was completely severed. The user was provided a new level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.